Event description:
Physician reported " implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, wear abrasion, creases fold and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant rupture.

Event description:
Physician reported " implant rupture". Device has been explanted. This relates to the left side.